Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since an unsuccessful path and resections at different locations in the brain than anticipated were performed with the brainlab device involved, although: there is no indication of a systematic error or malfunction of the brainlab navigation device. According brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. According to the hospital/surgeon, the outcome of this surgery was successful as intended, there was no (direct or increased) risk to harm a critical structure, there was no negative clinical effect for this patient due to this issue (also not due to prolong of anesthesia of approx. 4 hours), there were no remedial actions necessary, done or planned for this patient due to this issue, this issue did not lead to hospitalization, or prolongation of an already planned hospitalization for the patient. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause for the observed deviation can be attributed to a shift of the patient's brain which occurred in between the preoperative image data used with navigation and the changed anatomical situation during the surgery, e.g. Due to the craniotomy and/or loss of cerebrospinal fluid. Further contributing factors are: the navigation reference array may have moved during the procedure due to a not sufficient rigid fixation, and/ or the patient's head in the (non-brainlab) head holder might have moved during the surgery. No new marker spheres were used for unsterile equipment, which may lead to visibility issues of the marker spheres and thus potential deviation of positioning information. Apparently the deviation was not recognized prior to tumor resection by the surgeon, with the necessary continued verification of accuracy throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device. This event has been identified by brainlab as "use error". Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for tumor removal was planned to be performed with the aid of the brainlab cranial navigation system version 3.1.0 (on (B)(6) 2018). The size of the tumor was about 10 mm in diameter, its location about 50 mm from the surface laterally. Pre-operative data sets for use with brainlab navigation were acquired on the day of surgery. During the procedure, the surgeon: positioned the patient in lateral position clamped into a (non-brainlab) head holder and attached the brainlab navigation reference array (4 sphere standard). Performed the initial patient registration using the preoperatively obtained MRI t1 scan (to match the virtual display of the scan to the current patient anatomy). Verified the accuracy of registration with a good result. Draped the patient, exchanged the unsterile reference array for a sterile one, verified the accuracy of registration with a good result. Made skin incision and craniotomy (60 mm in size) using aid of navigation (pointer), whereby accuracy was verified throughout with a good result . Created a path to the tumor using an open technique, but could not locate the tumor despite navigation showing the pointer in the center of the tumor. After several attempts at locating the tumor (whereby tissue was resected), decided to take a verification MRI scan, therefore closed and undraped the patient, also took the patient's head out of the head holder and placed it in the head holder again. Noticed in the intra-operatively obtained MRI scan that the resection path had missed the tumor inferiorly by 5-10 mm. Performed a new patient registration using the intra-operatively obtained MRI scan, tried to find the tumor but still could not locate it. Placed an mr safe screw (exact location unknown), and took an intraoperative point on the screw head. Obtained another MRI scan, fused it to the previously obtained MRI scan, and verified the accuracy of registration with a good result. Removed the tumor successfully. According to the hospital / surgeon: the outcome of the (whole) surgery was successful as intended. There was no (direct or increased) risk to harm a critical structure. There was no negative clinical effect for this patient due to this issue, also not due to prolongation of anesthesia of approx. 4 hours. There were no remedial actions necessary, done or planned for this patient due to this issue. This issue did not lead to hospitalization, or prolongation of an already planned hospitalization for the patient.